Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a powdery substance was found. It was reported by the biosense webster inc. (Bwi) representative that a white powdery substance was noted upon opening the soundstar catheter. It was noticed before use. It appeared to be attached (not loose) since it did not immediately fall off. The device was not used on the patient. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a powdery substance was found. It was reported by the biosense webster inc. (Bwi) representative that a white powdery substance was noted upon opening the soundstar catheter. It was noticed before use. It appeared to be attached (not loose) since it did not immediately fall off. The device was not used on the patient. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and evaluation of the returned device was performed following bwi procedures. Visual inspection revealed no anomalies or damage on the device. No residues of powdery substance were detected. According to the picture provided by the customer, a white powdery substance was observed in the handle area; however, during the analysis, no evidence of foreign material was found. Device history record was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the product analysis where no evidence of foreign material was found on the returned device. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis of the picture provided by the customer. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review, it was noted that photos were received on 26-jun-2023. Evaluation of the photos is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.